Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen ( 200 mcg/ml at 172.6 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient recently had an MRI that was not due to the device or therapy. It was noted the motor stall recovered at 9:47am which was over two hours since the patient exited the MRI field. They reviewed telemetry state, discussed re-interrogating pump with logs, motor stall considerations, and periodically interrogate pump for stall recovery. There were no symptoms reported and the event date was noted as (B)(6) 2019. The patient's weight was unknown.